Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning consumer with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having trouble syncing his insr with his ins. The patient was able to last successfully charge the device ¿tuesday morning.¿ they were not able to communicate with another external device. The patient stated the ins also seems to deplete quicker than his initial implant did. The caller stated the depleting may be due to higher programming, but they weren't sure. Caller stated the stimulator died over night while the patient was sleeping last night. Prior to the stimulator dying overnight, the patient was getting symptom control from the therapy. The patient will have a little more pain with extra activity, but it is not related to an issue with his stimulator. The caller stated the patient does fall regularly but hasn't had any "serious" falls. The falls started back in (B)(6) 2010 when he had the initial problem. Caller stated his legs just give out. Caller stated he was in a wheelchair for a long time and has nerve damage in his back and why he has the pain in his back and lower legs. Caller stated sometimes the patient¿s legs will just give out and he "goes down". Caller stated he doesn't typically fall on his stimulator. Caller confirmed the falling, nerve damage, and pain all started prior to the stimulator. Caller stated the patient gets therapy control for the constant pain the stimulator was implanted for. The patient was redirected to their healthcare provider to address a possible overdischarge and to check the device. No further complications were reported/anticipated.